Manufacturer narrative:
Investigation summary: level b investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_2__; occurrence: a complaint history check was performed and this is the 5th related complaint for needle clog & the 2nd related complaint for needle bent on lot # 9057871. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that 2 pen ndl 32g 4mm hp were unable to deliver insulin/medication during use. The following information was provided by the initial reporter: material no:320555 batch no: 9057871. Verbatim: issue: consumer confirmed he did get the injection/medicine that it was just hard for it to come out. Incident date: (B)(6) 2019. Occured-2. Item# 320555. Expiration date on the lot# is 2024-02-2029. Consumer uses the new needle each time, he does the priming, he rotates the injection site. He does not visually test the needle to see if it is straight, he firmly attaches the pen needle on to the pen. Verbatim from email below: lot 9057871. Customer says that twice now he has given himself a shot and the insulin did not come out and when he took the needle out the needle was crooked.